Event description:
It was reported that about a year after patient had the pump implanted, the pump alarmed for a period of a couple days. Dates and type of alarm were unknown. It was noted that the cause of the alarm was not determined. Location of the issue was the device pocket. It was reported that the patient had two dye studies that were normal and there had not been any refill discrepancies. It was noted that the patient¿s spasticity had not been as well controlled as patient would have liked. It was noted that the pump was replaced on (B)(6) 2014 since it was getting close to end of life (eol). The pump system was delivering lioresal. It was later reported that there was a ¿battery of baclofen pump malfunction¿. It was noted that there was no patient injury. It was reported that results of a rotor study performed were negative ¿neg¿. It was noted that the pump was explanted (B)(6) 2014. It was reported that the patient¿s status after the device was removed was recovered without sequela.

Manufacturer narrative:
Product ID: 8709, lot# j11148r66, implanted: (B)(6) 2002, product type: catheter. Product ID: 8575, lot# n123021, implanted: (B)(6) 2008, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis found slight corrosion present on gear wheel three. Analysis found corrosion on the pumphead pins. Analysis found slight residue in the pinion.

Event description:
It was later reported that the patient never felt that she had good control of her spasticity after the last pump replacement. Just before the pump had been implanted for 2 years, the pump alarmed. The was a "reboot" one by the manufacturer and it had not alarmed since. However, given the patient's symptoms and lack of response to fluctuating dosing of the pump, eventually a rotor study and pump myelogram were done. The patient's understanding was that these studies were negative and, therefore, an intrathecal baclofen test was done in (B)(6) 2013. The patient had a good response to this and, therefore, it was theorized that there was a problem with the pump delivering the medication to her spinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.